Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called the helpline wondering if he should not carry the insulin pump and a cell phone in the same pocket. During the call the customer reported having low blood glucose levels the previous night. The customer was new to the insulin pump and was unsure about effectively using the device programming and settings. The customer and the spouse treated the overnight low with a glucagon pen. At the time of the call the customer's blood glucose level was 90 mg/dl. No further information was provided.